Event description:
A tech reports there was nothing on the wave card. During a follow-up conversation with the tech, it was determined that the wave card was tested when rec'd and found that the card showed no treatments. No pts were involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).